Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had compromised force sensor system alarm. The blood glucose level was unknown. The customer reported that the insulin squirt out during manual prime. The customer reported that not damaged. The customer advised that the customer to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The device will be returned for the analysis.